Event description:
It was reported to philips that the customer was unable to acquire images with the wired footswitch. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. During the diagnostic procedure, the issue occurred, and the procedure was completed by pressing the footswitch. The philips field service engineer (fse) inspected the system on-site and confirmed that the customer was unable to acquire images with the wired footswitch. Upon troubleshooting, the fse found that the foot switch in the examination room sometimes did not take a picture even when the pedal was pressed (the pedal was not effective). To resolve the issue, the fse replaced the wired footswitch. The defective wired footswitch was returned to philips for failure analysis. The cause of the wired footswitch failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the wired footswitch by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.